Manufacturer narrative:
Upon visual inspection, there was evidence of a gold fractured screw inside the implant. There was remnant bone along the length of the implant. There was no other damage noted to the interior threads of the implant. Review of the x-ray provided by the customer confirmed the fractured screw. No lot number was provided for the screw therefore the device history record could not be reviewed. However, a review of the implant device history record was performed and it did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive root cause has not been determined.

Event description:
The dentist reported the abutment screw fractured and could not be retrieved, requiring integrated implant to be surgically removed. Implant extraction site was bone grafted. The patient will return for implant replacement after 3 months.